Manufacturer narrative:
The device evaluation was completed on 11-jul-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. Both issues reported by the customer were confirmed since the hemostatic valve was found dislodged and this could be the root cause of the resistance issue; however, this can not be conclusively determined. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. They were having a hard time pushing the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve had been pushed into the clear hub. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence reported. Additional information was received. The hemostatic valve dislodged inside the hub. This happened while the sheath was being prepped and was never used on the patient, so there was no injury, bleeding, or any other patient related issue. The resistance with sheath issue was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The valve issue was assessed as MDR reportable for a hemostatic valve separation issue.